Event description:
The user facility reported a 62-year-old male with multiple cardiac comorbidities was implanted with an impella 5.5 device for mechanical circulatory support for an electrophysiology procedure. The patient on impella support experienced bleeding which lead to 200 cc being drained in the jackson-pratt drain. The patient had to be taken to the or to control the bleeding.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. As per clinical, the root cause of the issue was not determined since product was not returned and sufficient clinical information was not provided.